Event description:
During surgical procedure, drill bit/matchstick broke, while being used by surgeon inside incisional wound. Surgeon, resident, and scrub techs stops using drill. Took matchstick off of hand piece and placed it off the field. The wound was examined, head of matchstick was removed, it was thoroughly irrigated and suctioned. Once pieces were off the field, it was examined again by room staff. And all pieces were accounted for. An x-ray was performed of wound before incision was closed at the end of the procedure.